Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was consulted and troubleshooting, however, the issue was not resolved. Ts recommended to page a local field representative for further assistance. No adverse patient effects were reported. This device remains in service.